Event description:
Disposable twist drills rec'd by implant facility were inspected by the dist and rejected. The twist drills have laser marked depth indicators that are used by clinicians to measure the osteotomy depth for dental implant placement. These laser markings are faded and would be difficult to read during a surgical procedure. Ten units from packaging lot 635699 were returned unopened to biomet 3i. Upon visual examination by biomet 3i, it was determined that the laser markings did not meet mfg visual standards.

Manufacturer narrative:
The prod complaint was reported by an international dist only - no domestic complaints for this problem have been reported. The mfg lot of drills with the problem lot # 622762 were packaged into 2 packaging lots # 635699 and # 652460 for a total of units recalled.